Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited increased shock impedance values with most recent measurements being out of range. Threshold and pacing impedances remained normal. Surgical intervention was performed and the lead was surgically abandoned and replaced. No adverse patient effects were reported.